Event description:
It was reported that during an open left hemicolectomy, the firing knob was broken off at the 2nd firing during a functional end to end anastomosis. The staple height was blue. Reinforcement material was not used. The proximal end of the firing knob was returned to the home position with a forceps and the device was released. After that, the doctor visually confirmed that the deployed staples were enough for the target tissue and formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 53 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.